Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Without the device returned for analysis and specified location of the separation a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. User facility medwatch #mw5101635.

Event description:
User facility medwatch report (#mw5101635) received that states: md attempted to utilize closure device in left femoral artery during an endovascular aaa [abdominal aortic aneurysm] procedure. The delivery device fractured and portion remained in artery. Patient required a surgical incision with direct vessel exposure in order to remove the device. Additional perclose with same lot were utilized without event to right femoral artery by md.